Event description:
It was reported that during a procedure, at 121,000 joules; 13:5 minutes, "the tip fell off while lasering, not in contact with tissue, tip was retrieved." The fiber was exchanged and the procedure completed. No injury to the patient reported.